Event description:
After priming a hazardous chemotherapy IV line, when attaching the spiros, it would not make the clicking noise to know that it had properly attached to the end of the tubing. Switched out with another spiros and the other spiros attached just fine. Was attaching to baxter tubing solution set with duo vent spike model #2r8875 lot #r24c18086 expiration date 03/19/2026.